Event description:
It was reported when using the bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg customer reports the gel seemed bubbly and not uniform. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: customer showed me 5 x ppt tubes where the gel seemed bubbly and not uniform like it had hard parts in it.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for gel air bubbles prior to use was observed. Complaints for sample quality were not under statistical control for the month of aug 2023 therefore additional clinical testing was required. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure (gel air bubbles) because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode gel air bubbles before use. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg customer reports the gel seemed bubbly and not uniform. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: customer showed me 5 x ppt tubes where the gel seemed bubbly and not uniform like it had hard parts in it.